Event description:
Argon beam 5mm laparoscopic probe frayed apart while in use inside pt's abdomen approximately 1.5"-2" from tip. Sparks were noticed by md. Equipment was replaced and pt was examined by md's for any internal injuries. No injuries or burns were noted. Argon beam coagulator machine sent to biomed for testing. Machine was ok.